Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. The date of hospitalization was unknown. The customer's blood glucose at the time of hospitalization was unknown. The customer also reported they were feeling tired and sick at the time of the call. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.